Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexplained drop in longevity estimate was observed during device check. Review of session records noted that the battery estimate of 4.2 years during previous check in (B)(6) 2014 was incorrect and device exhibits normal battery depletion.